Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is expecting the return of the complaint mr340 chamber to fph in (B)(4) for inspection. We will submit the results of our analysis in a f/u report following receipt of the device and completion of the investigation.

Event description:
A distributor in (B)(4) reported that the water inlet cap was missing from an mr340 reusable infant humidification chamber. The was found before use on a pt.